Event description:
During a radiofrequency procedure of the sacral nerve on the right side, a patient burn occurred at the grounding pad site. The generator indicated a "high temp error" and was turned off and then turned back on to complete the case. After the case was completed, a burn was noted at the grounding pad site. The skin was not prepped and the grounding pad was placed on a hairy part of the thigh. Lidocaine gel and bacitracin were applied at burn site and the patient was discharged in stable condition.

Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. Hair was noted on the surface of the pad. One image was also submitted for evaluation. The image appears to show a burn on the location where the grounding pad was placed. Testing of the grounding pad with a nt2000ix radiofrequency generator revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with improper usage of the grounding pad. The rf disposable grounding pad instructions for use (IFU) states ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location.